Manufacturer narrative:
Batch review performed on 28 june 2019: lot 186079: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-18. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar event reported.

Event description:
Revision surgery performed 2 months after the primary due to excessive heat in the knee (the cause of the heat is unknown). The surgeon performed a washout and poly-swap and the surgery was completed successfully. No pathogen present.